Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter was pierced by needle. This was discovered during use. The following information was provided by the initial reporter: when the nurse was entering the vein, the needle punctures to cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter was pierced by needle. This was discovered during use. The following information was provided by the initial reporter: when the nurse was entering the vein, the needle punctures to cannula.